Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil was identified in right anterior pelvis, buried in bladder peritoneum / right clip not visualized and based on the appearance on the plain film may be in pelvis but not in fallopian tube/migration of essure device:bladder peritoneum') and pregnancy with contraceptive device ('pregnant with essure micro-insert/pregnancy (no complications)') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on 4-apr-2014. The patient's medical history included uterine fibroids on (B)(6) 2018, right lower quadrant pain on (B)(6) 2018, urinary tract infection on (B)(6) 2011, vaginal delivery (3) on (B)(6) 2011, sickle cell trait on (B)(6) 2011, parity 4 (B)(6) 2008; (B)(6) 2009; (B)(6) 2011; (B)(6) 2014, multigravida, gallstones, cholecystectomy, abdominal cramps, pre-diabetes, fibroids, dysmenorrhea, uterus enlarged, bowel adhesions (omental and bowel adhesions to anterior abdominal wall), headache and uterine bleeding. Concomitant products included ranitidine hydrochloride (zantac). In january 2011, the patient had essure inserted. In february 2011, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems:mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In april 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In july 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, depression, anxiety, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the pelvic pain and back pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: did not undergo confirmation test (discrepancy noted in pfs) dob of 3rd child was provided as 01feb2011 which was after essure insertion (discrepancy noted). Surgical clips in pelvis with essure device/ clip appears to extend into a more medial position in left cornu. Findings: uterus mildly enlarged and bulky. Omental and bowel adhesions to anterior abdominal wall. Bilateral fallopian tubes were status post tubal ligation. Missing essure coil was identified in right anterior pelvis, buried in bladder peritoneum. Urology did examine location of this coil and recommended nothing further at this point. Cystoscopic exam normal with no breach of its integrity. Discrepancy noted: hysterectomy with bilateral salpingectomy - left coil removed. If you have not had your essure removed, are you currently planning for essure removal? Yes reason(s) for removal: essure-caused injuries as alleged in my complaint. She do not have money or definite plans for further removal at this time. Discrepancy noted: essure insertion date mar-2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2018: abnormal positioning of the essure device. Ultrasound on follow up confirms this is not in satisfactory position. Impression: surgical clips in pelvis with essure device.; on (B)(6) 2018: 2 fibroids, significant endometrial thickening, left essure clip appears to extend into a more medial position in left cornu. Right clip not visualized and based on the appearance on the plain film may be in pelvis but not in fallopian tube; on an unknown date: . Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record : -device dislocation ,pregnancy with contraceptive device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received- new event dysmenorrhea (cramping) and lower back pain were added. The outcome of event pelvic pain was updated from unknown to recovering. Reporter's information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil was identified in right anterior pelvis, buried in bladder peritoneum / right clip not visualized and based on the appearance on the plain film may be in pelvis but not in fallopian tube/migration of essure device:bladder peritoneum') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2014. The patient's medical history included uterine fibroids on (B)(6) 2018, right lower quadrant pain on (B)(6) 2018, urinary tract infection on (B)(6) 2011, vaginal delivery (3) on (B)(6) 2011, sickle cell trait on (B)(6) 2011, parity 4 ((B)(6) 2008; (B)(6) 2009; (B)(6) 2011; (B)(6) 2014), multigravida, gallstones, cholecystectomy, abdominal cramps, pre-diabetes, fibroids, dysmenorrhea, uterus enlarged, bowel adhesions (omental and bowel adhesions to anterior abdominal wall), headache and uterine bleeding. Concomitant products included ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems:mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert/pregnancy (no complications)"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, depression, anxiety and dysmenorrhoea outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the back pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: did not undergo confirmation test (discrepancy noted in pfs) dob of 3rd child was provided as (B)(6) 2011 which was after essure insertion (discrepancy noted). Surgical clips in pelvis with essure device/ clip appears to extend into a more medial position in left cornu. Findings: uterus mildly enlarged and bulky. Omental and bowel adhesions to anterior abdominal wall. Bilateral fallopian tubes were status post tubal ligation. Missing essure coil was identified in right anterior pelvis, buried in bladder peritoneum. Urology did examine location of this coil and recommended nothing further at this point. Cystoscopic exam normal with no breach of its integrity. Discrepancy noted: hysterectomy with bilateral salpingectomy - left coil removed. If you have not had your essure removed, are you currently planning for essure removal? Yes reason(s) for removal: essure-caused injuries as alleged in my complaint. She do not have money or definite plans for further removal at this time. Discrepancy noted: essure insertion date (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2018: abnormal positioning of the essure device. Ultrasound on follow up confirms this is not in satisfactory position. Impression: surgical clips in pelvis with essure device.; on (B)(6) 2018: 2 fibroids, significant endometrial thickening, left essure clip appears to extend into a more medial position in left cornu. Right clip not visualized and based on the appearance on the plain film may be in pelvis but not in fallopian tube; on an unknown date: . Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record: device dislocation ,pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: outcome for previously reported events pelvic pain and abnormal bleeding (menorrhagia) were updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil was identified in right anterior pelvis, buried in bladder peritoneum / right clip not visualized and based on the appearance on the plain film may be in pelvis but not in fallopian tube/migration of essure device:bladder peritoneum') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2014. The patient's medical history included uterine fibroids on (B)(6) 2018, right lower quadrant pain on (B)(6) 2018, urinary tract infection on (B)(6) 2011, vaginal delivery (3) on (B)(6) 2011, sickle cell trait on (B)(6) 2011, parity 4 ((B)(6) 2008; (B)(6) 2009; (B)(6) 2011; (B)(6) 2014), multigravida, gallstones, cholecystectomy, abdominal cramps, pre-diabetes, fibroids, dysmenorrhea, uterus enlarged, bowel adhesions (omental and bowel adhesions to anterior abdominal wall), headache and uterine bleeding. Concomitant products included ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems:mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert/pregnancy (no complications)"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, depression, anxiety and dysmenorrhoea outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the back pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: did not undergo confirmation test (discrepancy noted in pfs) dob of 3rd child was provided as (B)(6) 2011 which was after essure insertion (discrepancy noted). Surgical clips in pelvis with essure device/ clip appears to extend into a more medial position in left cornu. Findings: uterus mildly enlarged and bulky. Omental and bowel adhesions to anterior abdominal wall. Bilateral fallopian tubes were status post tubal ligation. Missing essure coil was identified in right anterior pelvis, buried in bladder peritoneum. Urology did examine location of this coil and recommended nothing further at this point. Cystoscopic exam normal with no breach of its integrity. Discrepancy noted: hysterectomy with bilateral salpingectomy - left coil removed. If you have not had your essure removed, are you currently planning for essure removal? Yes reason(s) for removal: essure-caused injuries as alleged in my complaint. She do not have money or definite plans for further removal at this time. Discrepancy noted: essure insertion date (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2018: abnormal positioning of the essure device. Ultrasound on follow up confirms this is not in satisfactory position. Impression: surgical clips in pelvis with essure device.; on (B)(6) 2018: 2 fibroids, significant endometrial thickening, left essure clip appears to extend into a more medial position in left cornu. Right clip not visualized and based on the appearance on the plain film may be in pelvis but not in fallopian tube; on an unknown date: . Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record : device dislocation ,pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil was identified in right anterior pelvis, buried in bladder peritoneum / right clip not visualized and based on the appearance on the plain film may be in pelvis but not in fallopian tube') and pregnancy with contraceptive device ('pregnant with essure micro-insert') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2014. The patient's medical history included uterine fibroids on (B)(6) 2018, right lower quadrant pain on (B)(6) 2018, urinary tract infection on (B)(6) 2011, vaginal delivery (3) on (B)(6) 2011, sickle cell trait on (B)(6) 2011, parity 4 ((B)(6) 2008; (B)(6) 2009; (B)(6) 2011; (B)(6) 2014), multigravida, gallstones, cholecystectomy, abdominal cramps, pre-diabetes, fibroids, dysmenorrhea, uterus enlarged, bowel adhesions (omental and bowel adhesions to anterior abdominal wall), headache and uterine bleeding. Concomitant products included ranitidine hydrochloride (zantac). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems:mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, depression, anxiety, menorrhagia and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: did not undergo confirmation test (discrepancy noted in pfs) dob of 3rd child was provided as (B)(6) 2011 which was after essure insertion (discrepancy noted). Surgical clips in pelvis with essure device/ clip appears to extend into a more medial position in left cornu. Findings: uterus mildly enlarged and bulky. Omental and bowel adhesions to anterior abdominal wall. Bilateral fallopian tubes were status post tubal ligation. Missing essure coil was identified in right anterior pelvis, buried in bladder peritoneum. Urology did examine location of this coil and recommended nothing further at this point. Cystoscopic exam normal with no breach of its integrity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2018: abnormal positioning of the essure device. Ultrasound on follow up confirms this is not in satisfactory position. Impression: surgical clips in pelvis with essure device.; on (B)(6) 2018: 2 fibroids, significant endometrial thickening, left essure clip appears to extend into a more medial position in left cornu. Right clip not visualized and based on the appearance on the plain film may be in pelvis but not in fallopian tube; on an unknown date. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical record: device dislocation ,pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: plaintiff fact sheet and medical record received- new events ¿ ¿pregnancy with contraceptive device , essure coil was identified in right anterior pelvis, buried in bladder peritoneum / right clip not visualized and based on the appearance on the plain film may be in pelvis but not in fallopian tube, abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia), device ineffective, psychological or psychiatric problems: depression and mental anguish ¿,medical history, lab details and concomitant drugs, reporters added . Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.